Manufacturer narrative:
(B)(4). For products manufactured by a third-party supplier, a review of the certificate of conformance is considered equivalent and can be performed in lieu of a DHR review. A review of the certificate of conformance was performed with no findings available. Ez-io driver 9058 (B)(6) was returned for evaluation. Upon receipt, the driver was visually inspected. No obvious signs of damage were observed. When the trigger was pulled the driver was operable and a solid green led light was displaying. The driver was then subjected to simulated sawbone insertions per driver IFU (8048 rev. 04). This functional test is used to determine whether the returned device still has the capability to power a 45mm ez-io needle set into a medium and/or hard bone. The 45mm ez-io needle set is used because it represents the worst case scenario for io insertion. Two (2) sawbones with medium (50 lbs/ft3) and hard (105 lbs/ft3) hardness profiles with 3mm cortexes were used for the test. Each insertion was timed with a stopwatch (B)(4) while applying approximately 8 lbs. Of force on a weight scale (B)(4). Approximately 5 to 8 lbs. Of force is necessary to penetrate bone. Below are the test results: medium profile (50 lbs/ft3) insertion 1: 3.16 secs, insertion 2: n/a, insertion 3: n/a, hard profile (105 lbs/ft3) insertion 1: n/a, insertion 2: n/a, insertion 3: n/a. The unit failed the medium sawbone phase of testing with a complete stall on the first attempt at 3.16 seconds. No further testing was attempted. The complaint has been confirmed. The driver was opened to test and record operating characteristics. Battery voltage measured at 15.02 dc volts (B)(4) without being activated. Battery voltage measured as 7.10 dc volts when button was activated and voltage reached a stable level. Stable defined as when whole numbers (e.g., 6 volts, 7 volts, etc.) Stop changing (ignoring numbers after the decimal point). The eeprom could not be parsed as the driver has a f12 series chip. The motor and gearbox were connected to dc power supply (ID c05319) and set to approximately 18v. When the trigger was pulled the motor and gear box were operable, exhibiting no signs of electro/mechanical problems. A solid green led light display was still observed. Testing confirms the driver failed and experienced a loss of power. Two ifus will be referenced for this investigation. The ez-io driver IFU (8048a rev. 04) states, "as with any emergency medical device carrying a backup is strongly advised protocol", "ez-io power driver led will blink red when the trigger is activated and has only 10% of battery life remaining", and "purchase and replace the ez-io power driver when the red led begins blinking". "When storing the vascular access pak (vap), remove the trigger guard to prevent accidental activation of the ez-io power driver". "Shelf life for the g3 power driver is 10 years". The ez-io needle IFU (8087a rev. 04) states, "squeeze trigger and apply gentle, steady pressure. Important: do not use excessive force. Note: if ez-io power driver stalls and ez-io needle set will not penetrate the bone, operator may be applying too much downward pressure to penetrate bone.". A review of the certificate of conformance found that the driver passed all the release criteria. The device was released in 11/2009 and is greater than 12 years old. The complaint has been confirmed. A review of the certificate of conformance revealed that the driver was used beyond its lifespan. In-service ci-0000272 has been requested. No other corrective/preventative actions will be assigned as intentional user error either caused or contributed to the reported issue. The complaint has been confirmed. Functional testing confirmed that the driver failed and experienced a loss of power. A review of the certificate of conformance showed that the device passed all release criteria. Additionally, it was revealed that the driver was used beyond its shelf life. The IFU states, "the driver and its battery have a shelf life of 10 years." It is not recommended that a driver be used passed its shelf life. This driver is greater than 12 years old according to the certificate of conformance. In-service ci-0000272 was requested since the driver was found to be used beyond its lifespan. No other corrective/preventative actions will be assigned as intentional user error either caused or contributed to the reported issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
During resuscitation the team wanted to establish an intraosseous approach at the proximal tibia. Approximately 1 sec after starting the drill the device failed. The battery indicator led was green and the intraosseous access had to be inserted manually. The access could be established in this way.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
During resuscitation the team wanted to establish an intraosseous approach at the proximal tibia. Approximately 1 sec after starting the drill the device failed. The battery indicator led was green and the intraosseous access had to be inserted manually. The access could be established in this way.